Event description:
It was reported "blood was found in the airway of the balloon catheter and the balloon was damaged". Addition information states that the catheter was removed. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "blood was found in the airway of the balloon catheter and the balloon was damaged." Addition information states that the catheter was removed. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn#: (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the teflon sheath was noted on the iabc bladder; the sheath was noted buckled. The visible portion of the bladder was fully unwrapped. The one-way valve was tethered to the short driveline tubing. The supplied datascope driveline tubing was connected to the short driveline tubing; blood was noted in the tubing. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.9cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 42cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The teflon sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0051in-0.0059in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with little force. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood and debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.7cm from the iabc luer. Some blood and debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "blood was found in the airway of the balloon catheter" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged within the iabc flextip assembly area. The damaged central lumen could result in blood entering the helium pathway. The returned iabc bladder membrane was fully intact, with no leaks noted. Unrelated to the reported complaint , the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.